Event description:
Independent repair center, customer alleged, alarm will not function, key failure, power switch has a short circuit. Associated malfunction for this device: sound box and cabinet filters missing.